Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that the patient's infusion set was not adhering while the patient took a shower. No further information available.

Manufacturer narrative:
Patient's city: (B)(6).